Manufacturer narrative:
One device was received. Per visual inspection, damaged power switch, leaking block assembly, and cracked tank cover. The device was leaking water from the block assembly confirming the complaint. The root cause was a worn block assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device has external leak. There was unknown patient involvement and no patient harm/adverse event reported.